Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented with rash over 50 percent of her upper body. The ventricular lead was explanted and replaced.